Event description:
A malfunction alarm was reported, with no notable events occurring prior to the issue. The customer's blood glucose level remained under 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.